Event description:
It was reported that there was a shocking or jolting sensation at the implantable neurostimulator (ins) and in the patient¿s chest when trying to charge the device. Stimulation was noted to have been working pretty well so far. The manufacturer representative (rep) was on his way to meet with the patient. No falls or trauma were reported and it was unknown if the ins was on or off when charging. Additional information received reported that, during charging, the patient felt pain/tightness in the chest and shocking at the battery site at the beginning of the charging session. It was noted that the patient would charge with stimulation off because, when charging with stimulation on, it would go nuts and the pain in the chest and pocket was worse. Positional changes during recharging didn¿t make a difference. The impedances were checked and looked okay. Impedances run at 0.7 volts with electrode 0 as reference resulted in 799-938 ohms. The highest with other references was 950 ohms. The patient was programmed with a pulse width of 600-1000 microseconds and amplitudes with 7.9-5.3 volts. The following charging sessions were reviewed: on (B)(6) 2015, a charging session to 100% was completed in 0.3 hours; on (B)(6) 2015, a charging session to 100% was completed in 1.5 hours; on (B)(6) 2015, a charging session to 75% was completed in 0 hours; and on (B)(6) 2015, a charging session to 100% was completed in 1.6 hours. It was also reported that the patient had a tremor in his arm. This was noted to be preexisting and the patient was taking medication for it. Since implant, the tremor would get worse with stimulation turned on. Additional information received reported that the patient felt chest tightness and chest pain only when charging with the device. When stimulation was off and the battery reached 75-100% charged, the chest pain/tightness was less but not completely gone. Follow-up determined that the cause had not been determined but the patient was going to get an EKG. The patient was noted to be fine. Nothing unusual was seen on an EKG. It was unknown if the EKG was done during the patient charging the device. No issues with coupling bars were reported and no shocking. The patient felt stimulation in the appropriate location. The ins was noted to be implanted on the left buttock area with leads in t8-t19. Impedances were within normal limits. The ins pocket was sensitive but was better. Further follow-up was performed to determine if the cause of the pocket sensitivity had been determined. This event will be updated if additional information is received.

Event description:
Additional information received reported that the pocket sensitivity resolved with a lidocaine injection and hadn't returned to the manufacturer representative's knowledge.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).